Event description:
The hcp reported that the patient experienced a loss of therapy after travelling through security gates at store. He was reprogrammed successfully. No further information was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.